Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned impactor confirms the pin that holds the device together is missing. The pin was not returned with the device. The device shows signs of significant wear/use. The device was manufactured in 2016. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for this device.

Event description:
It was reported that the that pin came out of impactor during impaction of tibia. No injuries or delays reported. No more information shown.